Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("she had bad cramping in lower abdomen") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrochlorothiazide, ibuprofen, losartan, naproxen sodium (aleve tablet) and topiramate. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria hospitalization, medically significant and intervention required), peripheral swelling ("swelling in her left leg then switched to right leg"), alopecia ("her hair was falling out"), rash ("rash"), visual impairment ("vision change") and menorrhagia ("her periods were longer and heavier (more bleeding)") and was found to have uterine leiomyoma ("fibroids"), 3 years 11 months after insertion of essure. The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, peripheral swelling, alopecia, rash, visual impairment, uterine leiomyoma and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, alopecia, menorrhagia, peripheral swelling, rash, uterine leiomyoma and visual impairment to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.